Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approve under (B)(4). Analysis is pending.

Event description:
Reportedly, during a f/u, the physician observed ventricular oversensing during realtime ECG display, causing pacing inhibition and then syncope. An implant revision was performed and the electrical values of the lead were found normal; the device was detached from the lead but oversensing was still observed on the real time ECG trace. This behaviour was confirmed with an interrogation performed after the explantation. The pacemaker involved in this MDR report was returned for analysis. Another pacemaker was successfully implanted.